Manufacturer narrative:
Additional devices implanted on (B)(6) 2016 - tgu313115/15276095. Tgu343415/13258093. (B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: fistula (e.g., aortoesophogeal) and endoleak. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a thoracic aortic aneurysm using three conformable gore® tag® endoprostheses. On (B)(6) 2017 a type ii endoleak was identified. On (B)(6) 2017, an embolization procedure was performed to treat the endoleak. On (B)(6) 2018, this patient presented with rupture of the thoracic aorta into an aortoesophageal fistula. On (B)(6) 2018, an esophagogastroduodenoscopy transoral was performed. On (B)(6) 2018, this patient expired.